Event description:
A malfunction was reported on the customer¿s insulin pump, causing their blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Tandem technical support arranged for the customer to receive a replacement pump with updated software and provided instructions on returning the malfunctioning pump. The customer understood the steps and agreed to return the pump within 10 days.